Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: 2017-08-03 one used lf1637 ligasure device was received, and evaluation of the sample confirmed a reportable issue of difficulty opening. The reported issue of tissue sticking was not confirmed. Visual and mechanical evaluation found the jaws were closed and difficult to open with the handle. Further inspection found the latch pin on the handle was bent, which prevented the handle from moving smoothly along the track within the device body. When the jaws of the device were opened, sealing was tested on porcine kidney tissue. The device sealed normally and no tissue sticking occurred. The investigation identified the root cause of the bent pin to be mishandling by the user. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a period of use during a procedure, the jaws of the device would not open. The issue occurred after sealing and cutting tissue. A clattering noise was also heard from the device. Tissue resection was performed to remove the device, and a new one used to continue the procedure.